Event description:
Pt had accessed port for monthly flush and was withdrawing blood for a lab. Noticed the 10cc syringe being used "just didn't feel right". Withdrew blood and pushed blood squirted out crack of syringe in barrel.